Event description:
It was reported that during a da vinci-assisted surgical procedure, biomed contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported 30-deg endoscope was moved unexpectedly direction. This issue occurred with only right/left direction. Tse advised caller to reset the guided tool change function. The caller accepted it and would call back if the issue persisted. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the endoscope moved in unexpected direction. The issue did not occurred while the surgeon was attempting to manipulate instruments from the surgeon console. The source didn¿t operate the endoscope since the issue was flipped camera vision. After resetting the guided tool change function, it was normal. Reinsertion of the endoscope was done when the issue occurred. There was no injury to the patient as result of the event.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) advised customers to reset the guided tool change function. Customer would call back if the issue reoccurred. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause is attributed to improper customer setup. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.